Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Customer reported that they getting an insulin flow block all the time. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin did not exit and pump alarmed insulin flow blocked. Customer declined to troubleshoot for high blood glucose treated with insulin pump. The pump will not be returned for analysis.